Event description:
It was reported that (1) device was used during a gastric by pass /fobi pouch. It was reported by the rep that the staples of the tcr75 would not push out the reload into the tissue. There was no consequence to the patient.